Event description:
During evaluation by baxter personnel, an intermate was found with a ruptured reservoir. This condition was observed before use. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. After contact with the facility, the pharmacist stated that the rupture reservoir was found when the intermate was taken out of the overpouch. No additional information is available.

Manufacturer narrative:
(B)(4). The root cause was due to a manufacturing defect. This issue was escalated to CAPA.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a ruptured reservoir was confirmed. Visual examination of the unit determined that the bladder ruptured in a non-footed position. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.